Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity stent to treat a lesion. No stent on fluoro, no stent found in body, bed or floor.

Manufacturer narrative:
Additional information : the physician intended to use a resolute integrity drug eluting stent to treat a lesion in the mid circumflex .the lesion exhibited 95% stenosis. The lesion was pre-dilated. An attempt was made to deliver the device with the use of additional wires however the stent did not initially cross, the device was removed and the lesion was pre-dilated again. After inflation, no stent was visualized on fluoroscopy. Location of the stent is unknown. The procedure was completed with three other stents. No clinical sequelae reported . If information is provided in the future, a supplemental report will be issued.